Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the initial fa was confirmed, the instrument exhibits a broken molded insulator on the lower grip. The instrument was transferred to engineering for further investigation and no additional findings were observed. The grip base does not appear to be bent on the grip with the broken molded insulator, and the grip with the intact molded insulator does not appear to exhibit bending or physical damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have the molded insulator broken. As a result, the instrument grips became dislodged, and the conductor wire was broken. The broken insulator measures approximately 3.00mm x 8.78mm and was not returned with the instrument. Additional findings not reported by site: the instrument was found to have the grip tips dislodged. The grip tip became dislodged as a result of the molded insulator break. The grip tip measures approximately 4.70mm x 14.30mm and was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The conductor wire broke as a result of the break on the molded insulator.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument tip was broken. There was no report of patient involvement.